Manufacturer narrative:
Update 3/24/16 - this device was explanted, but no explant date was provided. The device battery was sent to the manufacturer. Final analysis will be sent once the battery analysis is complete. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated revealing the battery status eri. During the interrogation a warning message was triggered regarding the battery condition. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The memory content was inspected, confirming the clinical observation. Since (B)(6) 2015 the battery voltage decreased faster than expected. However the current consumption was normal. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies but the battery was found to be depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. The analysis of the battery is currently ongoing and should last for several weeks. This report will be updated as soon as the analysis of the battery has been completed.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated revealing the battery status eri. During the interrogation a warning message was triggered regarding the battery condition. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The memory content was inspected, confirming the clinical observation. Since (B)(6) 2015 the battery voltage decreased faster than expected. However the current consumption was normal. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies but the battery was found to be depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. The battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed that the clinical event resulted from an internal short circuit within the battery.

Event description:
Ous MDR - after an implantation period of about 54 months, battery voltage values out of range were reported. The device is currently still implanted. No adverse patient side effects have been reported.